Event description:
The hcp reported the pt's pain control was not as good. The pump had a volume discrepancy. The volumes were not provided, but the hcp stated "they are removing double the expected amounts from her pump". A dye study was done (date not reported) and was "okay", so the hcp felt there might be a motor problem. The pt was being scheduled for a pump replacement. The pump was used to deliver dilaudid. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.